Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 9 days after the dental implant was placed in ada site 8, the implant had not achieved osseointegration. Clinician reported the implant fell when placing. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After evaluation was noticed that the dentist reported that the dental implant fell down when he was preparing to insert it in patient's mouth.this event did not have caused or contributed to serious injury to the patient.

Event description:
The clinician reported 9 days after the dental implant was placed in ada site 8, the implant had not achieved osseointegration. Clinician reported the implant fell when placing. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).